Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair, vaginal hysterectomy, mccall¿s culdoplasty and cystoscopy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mid urethral sling removal and cystoscopy on (B)(6) 2015 by dr. (B)(6), md due to bladder outlet obstruction, urinary urgency, frequency, and dyspareunia.